Event description:
It was reported that customer experienced a blank screen display even after battery change. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump was monitored in 2 days and had no blank display noted. Esc button did not respond due to corroded keypad trace. Pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.